Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed that the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the test performed. This is the final report.

Event description:
The recipient's device was reportedly explanted for a tumor removal. The recipient was not reimplanted. The recipient was a non-user of the device due to other health conditions. The recipient recovered.